Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable shock impedance around 70 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent sudden increase to greater than 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 87 months after the implantation an increase of shock impedance to over 150 ohms was observed via home monitoring. Lead damage was suspected and a replacement was under consideration. No further information about a possible revision available at the moment.